Event description:
On (B)(6) 2013, this pt underwent endovascular treatment for an infrarenal abdominal aortic aneurysm and three gore excluder aaa endoprostheses were successfully implanted. Postoperatively, when the effects of the anesthesia diminished, the pt complained of lumbar pain. The pt was transported to the intensive care unit (ICU) and the lumbar pain persisted. The pt was diagnosed with paraplegia and started on a drug treatment therapy and rehabilitation. The pt was not a suitable candidate of magnetic resonance imaging (MRI) due to placement of a pacemaker. Both renal arteries were reported to be patent, but excessive thrombus was noted. As of (B)(6) 2013, the pt's condition had improved, but symptoms of paralysis remained. The pt's medical history includes, but is not limited to: surgical repair of a lumbar disc hernia on an unk date prior to the endovascular repair. The physician believes the hernia repair may have contributed to the paraplegia.

Manufacturer narrative:
Results: a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Conclusions: the gore excluder aaa endoprosthesis instructions for use (IFU) states: "adverse events that may occur and/or require intervention include, but are not limited to: neurologic damage, local or systemic (e.g. Stroke, paraplegia, paraparesis)."